Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The evaluation and review of the device logs confirmed the occurrences of system fault sf148 and sf218 error messages. Internal inspection of the returned device found water damage to the pneumatic block. Based on all evidence and previous investigations of similar complaints, the investigation determined that the device faults were most likely due water contamination in the pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf148 and sf218) indicating a main blower failure and a main board error. There was no patient injury reported as a result of this incident.